Event description:
During a left atrial ablation procedure, a perforation of the left atrium occurred, leading to degeneration of vital signs, resulting in pea due to a pericardial effusion. Subsequent resuscitative efforts were unsuccessful. Attending physician is uncertain what caused the perforation. No malfunction of the device was asserted by the physician.

Manufacturer narrative:
The IFU lists pericardial effusion as a potential adverse event for the device. Discussions with the physician resulted in no conclusion being drawn regarding what caused the perforation. Investigation of the returned device did not find any issues with the device.